Manufacturer narrative:
Date of event: unknown, not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 15.0 diopter intraocular lens (iol) was implanted on (B)(6) 2016. It was later explanted on (B)(6) 2017 due to a refractive error. There was no incision enlargement or sutures used. Reportedly, there was no patient injury. The lens was replaced with a zxr00 15.5 diopter intraocular lens (iol). No additional information was provided.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 10/31/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The product was inspected by a qualified inspector using a 12x magnification. Visual inspection of the return sample shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.